Event description:
Technician alleged that when testing the bed he noticed the nurse call and pt entertainment buttons are not working. No pt impact.

Manufacturer narrative:
After troubleshooting, the technician determined the issue to be a faulty sidecom cable that runs from the weight frame junction board to the sidecom board. The technician replaced the sidecom cable to resolve the issue.